Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, blood coagulation disorder, compromised immune resistance, diabetes mellitus, smoker, diseased mucous membrane, immediate implantation, inadequate bone quality quantity, swelling, bleeding, inflammation, mobility.